Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress in the battery compartment. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/29/2016: the device was returned to animas and evaluated by product analysis on 08/04/2016 with the following results. Battery compartment leak with evidence of moisture corrosion in battery compartment, on transceiver board. Battery compartment cracked in three places: near top, below bumper pad and between bumper pad and top. Dim / pink/display. Battery cap is damaged - threads stripped, used test cap for all steps, test battery cap does tighten fully.